Event description:
A report was received that the pt was burned by his charger. Although the pt's skin turned red, he did not seek any medical treatment. The pt's burn had healed and he is reportedly doing well.